Manufacturer narrative:
The device has been returned for evaluation; the investigation is confirmed for the reported pressure gauge issue, as the pressure gauge would not increase when the device was under pressure. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of this event indicated that model id4030 inflation device experienced an incorrect or inadequate result. This report was received from one source. This event involved one patient with no patient consequences. The patient was female, weighing (B)(6) and was (B)(6).

Event description:
This report summarizes one malfunction event. A review of this event indicated that model id4030 inflation device experienced an incorrect or inadequate result. This report was received from one source. This event involved one patient with no patient consequences. The patient was female, weighing (B)(6) and was (B)(6).